Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device is available for evaluation but has not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a sticky trigger. One event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. 1 event was duplicated; the device was found to be affected by corrosion. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a sticky trigger. 1 event had no patient involvement; no patient impact.